Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 6/5 x 10mm (xiitp6510) was returned for investigation. Visual inspection of the as returned product identified removal damage about the threads and drive feature with debris attachment. The product matched print specifications where measured against drawing. No pre-existing conditions were noted on the per. The reported product was located on tooth # 31 and used for approximately 1 month. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2016100026. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016100026) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (malposed implant) or product (xiitp6510). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. D4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID: (B)(6). Reporter's first name and email not provided/unknown.

Event description:
It was reported that the implant (xiitp6510) was placed but was not subcrestal. The implant would not back out and had to be trephined out. Tooth location 31.